Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; the needle was fully inserted with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the perforation and needle insertion difficulty is consistent with not following the instructions for use.

Event description:
During the atrial fibrillation procedure, insertion difficulty was observed while attempting to pass the needle into the introducer for the transseptal puncture. It was noted that the needle went through the introducer so both devices were removed. The devices were exchanged to non-abbott device (biosense introducer) and non-abbott device (merit medical needle) and the procedure was completed with no adverse consequences to the patient. The needle was passed through the introducer at the femoral puncture without issues and was positioned in the superior vena cava. The needle was then passed through the introducer for the transseptal puncture but was unable to advance to the level of the right auricula. Different maneuvers were attempted without success. It was observed that the needle went through the introducer so the needle and the introducer were removed. Both devices were exchanged for non-abbott devices to complete the procedure. No adverse patient consequences were reported.